Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant disengaged from the driver (iipdts). The implant fell to the floor. The procedure was completed with another implant and driver.

Manufacturer narrative:
One certain driver tip was returned for inspection. The device show signs of wear consistent with use. The device was functionally tested and it was noted that both devices assemble and retain. The malfunction alleged by the customer could not be recreated, and is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.